Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump keypad was unresponsive. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is not advancing. Customer also reported to have received a watchdog timeout alarm and an audio / vibrate anomaly alarm. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Findings: pump was received with act and escape buttons unresponsive due to corroded keypad traces. No button error alarm noted. No audio/beep anomaly noted. Time advances properly. No frozen screen noted, pump had high stop current due to moisture damage on the electronics. Moisture damage found on the motor also. No unexpected hot on pump noted. Unable to verify alarm or perform the self test, unexpected alarm error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to button keypad anomaly. Pump had cracked case at display window corner, battery tube threads, reservoir tube lip, belt clip slot, severely scratched/worn display window.